Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and oversensing were observed on the right ventricular (rv) lead. The lead was reprogrammed and detections were turned off. The patient was hospitalized shortly after that for cardiac arrest due to pulseless electrical activity (pea) and not related to tachy arrest. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.